Event description:
During a coronary stenting treatment procedure the balloon would not fully deflate. The lesion being treated was a 80% stenosed circumflex (cx) lesion. The physician advanced the guide and was able to position the express2 monorail 3.5 mm x 8 mm stent correctly over the cx lesion. The lesion was not predilated, but the stent was successfully deployed. The physician then attempted to deflate the balloon and found that it would not completely deflate. The physician removed the inflation device and tried to pull back with a syringe, but this would not completely deflate the balloon. The physician then deep seated the guide catheter and pulled the partially inflated balloon back into the guide and then removed the entire system from the pt's body. No pt injuries or complications were reported.